Event description:
A reporter called to submit a report on mom's behalf. She said her mom's freestyle libre 3 plus is sending error messages. She said when she connects a sensor, she gets a message that says, "device is not safe for your, change the device". She said they changed 3 sensors and got the same message. Pt code: 4582. Device code: 2591. Ref reports: mw5179666, mw5179668.